Event description:
It was reported that during an implant attempt, when the left ventricular(lv) lead was placed in the lv port, the device would not pace. However, the lead would pace in the right ventricular port. The device was not used and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.